Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when delivering radio-frequency (rf) energy during an rf ablation procedure the monitors in the room had noise interference and the patient's pocket was twitching. The right ventricular lead experienced varying impedance. The device and lead remain in use. No patient complications have been reported as a result of this event.